Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box was not possible for dates (B)(4) 2012 through (B)(4) 2012 because the data had been overwritten due to continued patient use. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was not able to confirm or duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) alleging that the pump's prime history was inaccurate. The reporter did not allege any harm or injury because of the alleged issue. Through a review of the pump, the reporter alleged that the pump did not accurately record primes between (B)(6) 2012. The reporter claimed that primes and cannula fills were performed during that time period. However, the pump's prime history allegedly did not record any primes between the reported time frame. The reported issue was not resolved with troubleshooting. At the time of contact with anm, the reporter stated that she would keep the patient off of the pump. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump's prime history was inaccurate. However, there was no allegation that the reported issue caused or contributed to a serious injury.